Event description:
It was reported that the after bilateral lead implantation for essential tremor the patient had quite a bit of post-operative problems. It was noted that the patient had confusion, dizziness, cognitive impairment, memory problems and all sorts of issues. It was noted that the patient¿s tremor went away completely without a stimulator connected. It was noted that an implantable neurostimulator was never put in the patient and the leads were not connected to anything. It was noted that office and medical records indicated that the patient cancelled the appointment for the stimulator placement. It was noted that the reported was not sure the true reason why no ins was implanted. It was noted that the lead was very likely implanted in the ventral intermediate nucleus of thalamus.

Event description:
Additional information received reported the patient had an appointment with their healthcare professional (hcp) on 2013-(B)(6).

Manufacturer narrative:
Exact implant date is unknown, year is valid. Continuation: product ID 3387, lot# unknown, implanted: 2007, product type lead. (B)(4).